Event description:
The complaint was described as: "stna was moving resident from the toilet to the wheel chair. Upon starting to raise the resident she became some what combative and would not hold onto the lift arms. The stna released the lift button on the console and was going to assist the resident but the lift kept raising by itself. The resident slipped out of the sling and fell backwards with her calves still strapped to the lift knee pads. The stna released the leg fixation straps and called for help." There was a personal injury (breakage of right femur) sustained as a result of the complaint. According with the idf description: the person involved in the incident was indicated to be an (B)(6) year old patient and after the reported incident the resident was hospitalized. Reference MFR report 3007420694-2014-00027.